Manufacturer narrative:
This is one of two cases after further review the patient death was filed with MFR 1220648-2025-49170. The following updates made to this MFR 1220648-2025-45755: b2: death and date of death omitted. H1: changed to serious injury. H6: health effect - impact code f02 removed and h6 medical device problem code a24 added.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: product damage (introducer crack): the introducer crack could not be verified since the introducer was already in a peeled-away state, which restricted further investigation into the issue. The cause of the product damage was not determined, as testing and visual inspection could not be performed due to introducer's peeled away state. Access site bleeding: the cause of the access site bleeding was not determined, as testing and visual inspection could not be performed due to introducer's peeled away state.

Event description:
It was reported that after implantation of an impella cp bleeding was noted from the insertion site. Sutures were tightened, but the bleed remained. The bleed was suspected to be caused by the peel away sheath, so the sheath was removed and the repositioning sheath was advanced into position. The sutures were again tightened and the bleed resolved. Upon further inspection, it was discovered that the peel away sheath had a crack in it. Impella support continued, however the patient succumbed to their underlying condition and passed away on support. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
Product-specific information such as unique device identifier, manufacturing date. Expiry date is unavailable at the time of this MDR writing; therefore, respective fields reflect "unknown" or left blank accordingly. Device status: the impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.